Event description:
¿Bicarb gtt with air bubble alarms. Troubleshooted by primary rn. Removed from service." Manufacturer response for infusion pump, infusomat (per site reporter). Bbraun is investigating the air in line issues.